Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging nasal or throat irritation or soreness, stuffy nose. There was no report of permanent or serious patient harm or injury. The device was returned and manufacturer could not confirm the complaint of patient experiencing nasal or throat irritation during device evaluation.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal or throat irritation or soreness, stuffy nose related to a CPAP device's sound abatement foam. There was no report of permanent or serious patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer and nine error logs were found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and the device was scrapped. Section d8, d9, h6 has been updated.